Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The blood glucose level was 230 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.